Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was out of calibration. Failed rate accuracy test. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. D9: device received date "18-jun-2024". One device was received for evaluation. There was no event history log to review. Functional testing was able to duplicate the issue. It was determined that the out of specification expulsor was the root cause. The expulsor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.